Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform distortion around the valve circumference, and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. All three leaflets had multiple tears with the greatest tear of 6mm on leaflet 1, 11mm x 7mm on leaflet 2, and 10mm x 7mm on leaflet 3. Calcification was evident near the tears. The sewing ring had been cut around the valve circumference and exposed the wireform at the inflow aspect, and at the outflow aspect near all three leaflets and on commissures 2 and 3. The device history record (DHR) was not able to be completed as the device serial number was not provided. Customer report of leaflet tear was confirmed, and report of insufficiency was visually confirmed due to leaflet tears. Edwards pericardial valves have been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm pericardial aortic valve was explanted after an implant duration of three (3) years and four (4) months due to aortic insufficiency secondary to valve degeneration. The explanted valve was replaced with a 21mm non-edwards valve. The valve was returned for evaluation. Per obtained medical records, the patient was a (B)(6) male with a medical history of obesity, diabetes treated with insulin, and hypertension. The patient's native aortic valve was originally replaced due to infective endocarditis that was solved. At explant, the valve was observed to have a tear on the non-coronary cusp. The patient was noted as being well.